Manufacturer narrative:
H.6. Investigation findings for testing of actual/suspected device: code c19 - the device was returned for evaluation and the engineering evaluation found that the inner member of the catheter was damaged. The damage was consistent with the catheter being pulled with force, which aligns with the event description. The leading olive tip was undamaged, intact, and fully bonded to the delivery catheter. Based on the findings from the evaluation, the condition of the returned device is consistent with the reported observation that the physician was able to align the leading olive tip with the introducer sheath after much struggle and pulling and that no delivery catheter or leading olive tip break/separation had occurred. However, the reported observation that a small piece of the leading olive tip was sheared off when the delivery catheter entered the sheath was not able to be confirmed as the leading olive tip was fully intact. The cause of the reported difficulty aligning and retracting the catheter through the introducer sheath could not be confirmed with the available information. No manufacturing deficiency was identified. As it was determined through the device evaluation that no portion of the leading olive tip had been broken or sheared off, and as the delivery catheter and leading olive tip remained fully intact, this information no longer meets the definition of a reportable adverse event per the worldwide regulatory reporting guidelines for this device. Therefore, this report will be retracted and the reportability determination for this device will be updated to non-reportable. H.6. Investigation findings for testing of actual/suspected device: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d14.

Manufacturer narrative:
H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an infrarenal abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. A gore® dryseal flex introducer sheath was used as an accessory in the procedure. It was reported that there was no difficulty advancing the trunk-ipsilateral leg component and no difficulty during device deployment. Reportedly, following successful deployment of the trunk-ipsilateral leg component, the physician attempted to remove the delivery catheter and experienced extreme difficulty when attempting to align the leading olive tip with the leading end of the introducer sheath for removal. The physician attempted to reposition the device in a straight anatomical segment and changed the guidewire, but there was still noted difficulty aligning the olive tip and sheath. It was reported that the physician was eventually able to align the leading olive tip with the introducer sheath after much struggle and pulling. The delivery catheter was removed, however, it was reported that a small piece of the leading olive tip was sheared off when the delivery catheter entered the sheath. No delivery catheter or leading olive tip break was reported. It was further reported that there was no out of the ordinary tortuosity present that was suspected to have caused/contributed to the event. It was suspected that the cause of the difficulty removing the delivery catheter was related to the size of the leading olive tip and the fact that the tip appeared to catch on the leading end of the introducer sheath upon withdrawal. There were no observed complications postoperatively and the patient reportedly had palpable distal pulses with no symptoms of ischemia. There were no further reported issues. The patient tolerated the procedure.